Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. Patient reports she is allergic to metal and now she has some open sores on her skin that are very itchy. There was no alleged device malfunction contributing to the irritation. Patient reported due to her metal allergy she will continue to have the rash and declined further follow up from the distributor.